Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2023-06528. It was reported that the patient's controller was found to have an elevated temperature. This was treated by leaving the controller uncovered instead of under blankets. A review of the log file revealed elevated controller temperatures.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an elevated internal controller temperature was confirmed via log file analysis. A review of the event log file contained data spanning approximately 10 days ((B)(6) 2023 per timestamp). The controller¿s internal temperature reached a max temperature of 53 degrees celsius. Per heartmate 3 controller design input requirements, this is above the acceptable temperature range. However, the internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2 ¿ ¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Heartmate 3 instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.